Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 after successfully completing a 5 day trial with the nalu system. Patient reported reduction in pain from 9/10 down to 1/10 while using the nalu system, however the adhesive clips were reported to cause skin irritation. Troubleshooting was performed and a variety of clip styles was offered without success. On (B)(6) 2024 a full system explant was performed due to the patient being unable to use the system.

Manufacturer narrative:
Adhesive clips were introduced during the trial phase, prior to implanting a more permanent system. Patient used the adhesive clips during the 5 day trial and elected to move forward with the permanent implant with no reports of skin issues recorded. Possibly prolonged use of the adhesive clips triggered an adverse skin reaction. It is unclear if there are any other extenuating circumstances that may have contributed to the irritation, such as personal hygiene, noncompliance with frequency of clip change, not allowing the skin to rest/breath during clip changes, noncompliance with using barrier cream, or other underlying health issues. The cause of the skin irritation is unable to be determined with the information available, however it is a known inherent risk of the nalu system.